Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1rflc, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that the device explanted on (B)(6) 2019 due to ins extrusion (ins extruding through skin). The contributing factors that may have led to the issue was patient's diabetes. Device will not be returned. Issue has been resolved. No further complications were reported or anticipated.